Event description:
It was reported that during laparoscopic bowel resection the device fell apart on the field. It had been leaking and an attempt was made to press the top together, and it fell apart and could not be put back together. The device was replaced. There was a five minute delay. There was no patient injury or intervention required.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up report will be sent if the device is received.